Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the battery cap could not be removed from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: a crack was observed at the top of the battery compartment along the left side to the grip pad. Unrelated to the initial complaint, the display was found to have a dim, pink contrast. The battery cap was found to be damaged; a test cap was used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.